Event description:
It was reported that high impedance was seen for the patient's vns. The patient was referred for chest x-rays and a full revision surgery. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Ap and lateral chest x-ray images were received and reviewed. The generator placement is normal in the upper left chest, but is slightly lateral under the armpit. It can be reasonably assessed that the pins are fully inserted as the bottom pin (farthest from the generator can) is visibly inserted past the connector block, and the other pin is in line with that pin. The feedthrough wires are unable to be assessed due to the quality of the image. The lead was visualized in the chest. Strain relief and tie downs could not be assessed due to the quality and scope of the image. A portion of the lead appears to be routed behind the generator. The lead could not be properly assessed for sharp angles or fractures due to the quality of the image. Based on the x-rays received, the cause of the high impedance cannot be confirmed. Note that the presence of problems in obscured portions of the lead and microfractures cannot be ruled out. No additional relevant information has been received to date.

Event description:
It was reported that the high impedance could be related to the patient's occasional falls. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.